Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the empty pump was that timing was the issue, the patient should have been scheduled a bit early. With the corona virus still upon us the physician may have scheduled as far out as possible. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Other components include: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for malignant pain. On (B)(6) 2020, it was reported that the patient's pain had increased and they were seeing an empty pump error code (8286) on their personal therapy management programmer (ptm). No pump alarms were audible. No environmental/external/patient factors that might have led or contributed to the issue were reported. The meaning of the error code was confirmed and the patient had an appointment for a refill scheduled for (B)(6) 2020 at 2 pm. The rep confirmed that they would participate in the refill in order to read the patient's pump logs and to determine further troubleshooting steps. The issue was not considered resolved at the time of the event. No surgical intervention occurred or was planned. The patient's status was listed as "alive-no injury". No further complications were reported.

Event description:
Additional information was received from a manufacturer representative on (B)(6). It was reported that the cause of the empty pump error code was determined but was not specified. It was noted that the patient did hear the pump alarm, which was confirmed to be a non-critical alarm. The alarm was heard on the initial date of report. The patient followed instructions to contact their physician and went in on (B)(6) to have their pump refilled. The patient did not contact the representative to alert them of the change of appointment, so the representative was unable to read the logs. According to the patient via text, the error code was cleared and the patient was no longer hearing any alarms.

Manufacturer narrative:
H6: device code c63310 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.